Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had no telemetry and no magnet tones. The lead tested fine and remains implanted. The ICD was removed.